Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction around the sensor adhesive. Sensor was inserted at abdomen on (B)(6) 2015. Patient described the skin reaction as red and inflamed around adhesive area. Patient treats the affected area with over-the-counter (otc) hydrocortisone cream. Patient was seen by endocrinologist on (B)(6) 2015 for skin reaction. Physician did not give patient advice. No medications were prescribed. No additional event or patient information is available.